Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord. System operates as intended. (B) (4)

Event description:
Customer reported the power cord is frayed. No pt injury was reported.